Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
An operating room supervisor reported that when pulling the instrument out of the trocar during a vitreo-retinal procedure, metallic debris was found on the instrument. The customer thought that the debris may have come from the vitrectomy pack or the laser probe. There was no harm to the pt.